Manufacturer narrative:
Additional information: concomitant product.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5086103. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have copies of your operative reports? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a hysterectomy and sacrocolpopexy on (B)(6) 2018 and the mesh was implanted. It was also reported that after surgery, the patient went to ER in 2018 when the bladder locked up due to the mesh. As the patient stated, this continued to happen if she didn't go to the bathroom often. The patient also experienced severe urge incontinence after the implant and pain in vagina, upper vagina and rectum. After the post-op vaginal examination, it was reported that the patient was cleared to have intercourse and several days later, it was excruciating. It was also reported that the vagina was very tight, and the patient was given estrogen but still could not have intercourse. The patient described a vaginal pain became like a mini jackhammer beating in her. The rectal pain became more after standing too long. The doctor opined that the patient probably was having some kind of reaction to the mesh. On (B)(6) 2018, the mesh was removed for 9 hours of surgery and hospitalized for three days. Additional information has been requested.